Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on: ¿ 18jul2014 with legacy coolmax (no sn provided) to the upper abdomen ¿ 23jul2014 with legacy coolcurve+ (no sn provided) to the right flank patient experienced a hernia (reported in prior mw). They also developed paradoxical hyperplasia (pah/ph) of the abdomen (onset date not provided) diagnosed 04dec2018. No upm. Pt had an earlier mw submitted for hernia. (See 3007215625-2018-00014 and attempted submission 3007215625-2018-00009).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Complaint is MDR reportable due to a serious injury and will be reported as "other serious (important medical events)".

Manufacturer narrative:
The reported tender, warm, erupting subcutaneous nodules that were diagnosed as fat necrosis were assessed as a significant medical event. While there was no immediate threat of an irreversible damage to a body structure or permanent loss of bodily function, as the physician stated the nodules will resolve on their own over time, the needle aspiration/drainage performed by the physician was necessary to prevent further enlargement and eruption of the nodules. Zeltiq (now allergan) was initially made of the reportable event on (B)(6) 2018, and an initial attempt to submit this MDR was made on (B)(6) 2018. However due to transmission issues, this MDR is being re-submitted. (B)(6) was notified on (B)(6) 2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On (B)(6) 2018 allergan received report that a female patient received coolsculpting treatment to the abdomen on (B)(6) 2016 and subsequently developed palpable nodules under her skin, after treatment. The physician palpated multiple small nodules deeper in the subcutaneous fat on both sides of the belly button. At one point, one of the nodules became visibly raised, erupted, and has formed a scar. By (B)(6) 2017, the nodules had turned hard, red, and very tender and hot to touch. In (B)(6) 2018, one of the nodules had drained a pinkish odorless fluid. On (B)(6) 2018, allergan was made aware that the patient consulted a dermatologist who provided a diagnosis of fat necrosis and performed needle aspiration to drain fat/oil from some of the nodules. Allergan has diligently attempted to gather additional information on the device used, but no further information was received.